Manufacturer narrative:
Image review; image is of a 2.25mm*30mm inner pouch and the distal and proximal section of an sds device. There is deformation evident to the distal section of the stent. The lot number on the inner pouch corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 100% chronic total occlusion located in the ostium of the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated twice at 14atm for 12 second durations. It was reported that the stent failed to cross the lesion due to its severity. An image provided indicates that stent deformation occurred in vivo during positioning. The patient was reported to be alive with no injury.